Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred, and the pump date was inaccurate by 1 day; cause was unknown. Reportedly, customer loaded a new cartridge and corrected the pump date to resolve the issue. In addition, it was reported that the customer requested "more insulin than necessary" via bolus delivery. Subsequently, the customer¿s blood glucose level lowered to 52 mg/dl, and customer fell and received abrasions on arms, legs, and ear. Paramedics were called and customer was treated with juice and glucose gel. Recommendation was made to discuss diabetes management with a health care professional.